Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output from the receiver that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the plastic window on the receiver case is damaged.. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of an intermittent audio output. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 06/05/2015. The complaint of intermittent audio output could not be confirmed. Additionally, the complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.